Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 7/2/2014 - litigation received. Litigation alleges disability, impairment, loss of function, use and range of motion, decreased and poor hip performance and longevity, gait disturbance, metallic and other particulate contamination of the blood and the body, internal scarring, irritation, and injury. There is no new additional information that would affect the investigation. Update rec'd 07/09/2014 - plaintiff's preliminary disclosure form was received, which identified doi and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. This complaint was updated on: 07/21/14.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Event description:
Patient was revised. Reason for revision has not been provided.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture the patient code surgical intervention.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.